Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
This distributor reported on behalf of their customer that the smi-02ap, spectrum autopass suture passer, device broke during a shoulder procedure on (B)(6) 2018. The reporter stated that there was no contact with the device or injury to the patient. The surgery was completed successfully using an alternate device with no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The returned, used device was evaluated for damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. The needle loads into the suture passer with no issue noted. Broken lower jaw was not returned for evaluation. The most likely cause of this suspected failure is user related. A two-year review of complaint history revealed there has been a total of 41 complaints, regarding 41 devices, for this device family and failure mode. During this same time frame 766 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.05. Per the instructions for use, the user is advised the following: contraindications: - device is not to be used on bone or similar hard tissue warnings: - avoid lateral stresses to the instrument or device function may be compromised - do not use if parts are broken, cracked or worn, or device function may be compromised precautions: - prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.